Event description:
A consumer implanted for non-malignant pain reported they had surgery on (B)(6) 2016 because the implantable neurostimulator (ins) would move around on the low fleshy part, so the healthcare provider (hcp) repositioned the ins up towards the back so it would lay flat on the back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.